Event description:
During an initial implant, the stylet was not able to advance through the right ventricular (rv) lead. Additionally, decreased pacing impedance was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of failure to advance stylet and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted inside the lead and removed without obstruction/restriction.